Manufacturer narrative:
(B)(4). Product evaluation: the results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position; the tamper tube, black heat shrink tube, anchor and collagen were not returned; the suture distal end strands were even, consistent with cutting; the overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal vip instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal vip device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
A 6f angio-seal was deployed but bleeding occurred. Hemostasis was achieved with 20 minutes of manual compression. The patient experienced leg pain and peripheral arterial pulses were lost. The patient underwent surgical intervention where the angio-seal anchor and collagen plug were found intra-arterial with clot formation present. The angio-seal was removed and normal blood flow was restored.